Event description:
A home patient's family member contacted baxter's technical service center for assistance removing the cassette. The home patient's family member stated an unused supply was leaking while the home patient was connected. The home patient's nurse gave instructions for antibiotics. No patient injury or medical intervention was indicated at the time of the initial report. No additional information available.